Manufacturer narrative:
(B)(6). One footprint ultra pk device was returned for the reported failure mode "anchor pulled out'. The device was returned intact and it was found that the anchor was able to be removed from the inserter with minimal effort. The anchor and mating part were measured and found to be within print specification. No specific details regarding site prep were provided. There are no additional complaints on file for this production lot. The failure mode cannot be replicated and therefore, no root cause related to the manufacture of the device can be established. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).

Event description:
During an arcr (arthroscopic rotator cuff repair) utilizing the footprint ultra pk suture anchor, 4.5 it was reported that when the inserter handle was pulled out after the anchor was inserted into the site and the suture was locked, the anchor was also pulled out at the same time. The site was prepped at the intertubercular sulcus (anterior groove of the humerus bone). The surgeon inserted the anchor and pulled the handle as indicated by instructions for use. The anchor was not broken, there is no piece inside the patient body. The same site was used for the back-up device. 3.8 mm tapered awl reusable was used to prep the site. The procedure was completed with a competitor's product. There was a reported delay of 20 minutes.